Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator has not yet been returned to fisher & paykel healthcare for evaluation to determine if our product caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a manometer of a rd900 neopuff infant resuscitator was damaged. There was no reported patient involvement.

Event description:
A healthcare facility in new york reported that a manometer of a rd900 neopuff infant resuscitator was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) service center in california for evaluation, where it was inspected by a trained f&p service technician. The device was visually inspected and performance checked. Results: visual inspection of the subject neopuff did not reveal any damage. The complaint manometer was performance tested and no fault was found with the device. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the returned device. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected.